Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she visited the emergency room due to a blood glucose level of 320 mg/dl. The customer reported that she was experiencing dizziness and was wearing the insulin pump at the time of the visit. Customer was treated with a manual injection and instructed to monitor her blood glucose level. The customer also reported that the insulin pump had a no delivery alarm and an auto off alarm. The customer reported that the alarms were resolved by a complete set change. The insulin pump was not replaced or returned for analysis.